Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: additional information. H2: additional information.

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.